Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Customer addressed occlusion issue and elevated blood glucose by switching to a different pump for insulin therapy.